Event description:
It was reported that the pump did not detect the cartridges, resulting in a cartridge change error. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the pump had not been returned despite several attempts.